Event description:
It was reported that the top of the inducer broke and cement leaked out of the top during a procedure. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow-up report will be filed if the device is received, and after a quality investigation has been completed.